Event description:
It was reported that bleeding/hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Following the completion of the laa closure procedure, the patient developed a hematoma at the access site. This led to significant blood loss, resulting in hypotension. The exact volume of blood loss was not determined. The patient was admitted to the hospital for treatment of a groin hematoma and underwent a vascular cut-down procedure. The patient was discharged six days later.

Manufacturer narrative:
H6: patient code e0513 added per surpass registry data.

Event description:
It was reported that bleeding/hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Following the completion of the laa closure procedure, the patient developed a hematoma at the access site. This led to significant blood loss, resulting in hypotension. The exact volume of blood loss was not determined. The patient was admitted to the hospital for treatment of a groin hematoma and underwent a vascular cut-down procedure. The patient was discharged six days later.